Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer did not program a delivery. The customer was experiencing low blood glucose. The blood glucose reading was 20 mg/dl. The school nurse checked the blood glucose level. Nurse gave the customer some carbohydrates and called the paramedics. Customer was taken to hospital. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected bolused was noted during testing.